Event description:
It was reported the catheter "popped off" the pump and was replaced on (B)(6) 2004. Pt stated incision did not heal following catheter replacement, so the entire system was removed in early 2005. A new pump system was re-implanted on (B)(6) 2006 and caused pain when the pump rubbed on hip and ribs. The system was replaced on (B)(6) 2010 and position of pump was moved over about 2 inches. It was noted new pump was not hurting pt. At the time of this report, no further details were reported. Additional info was requested and will be provided when available. Refer to manufacturer report # 3007566237-2010-06698.

Manufacturer narrative:
(B)(4).